Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The patient's recent tricuspid valve endocarditis may have been a factor. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2017 for a cardiac transplant assessment. Upon admission, the patient was noted to have increasing tricuspid regurgitation (tr) with increasing right heart failure. The patient had a tricuspid valve endocarditis due to staphylococcus species in (B)(6) 2017. The patient's heart failure improved with intravenous (IV) milrinone and IV diuretics. Upon exam, blood pressure was stable, jugular venous pressure was elevated, the patient had mild orthopnea and no pedal edema. The patient was noted to have cardiomegaly and a large left pleural effusion. Echocardiogram revealed severe left ventricular dysfunction, ejection fraction was 20%, there was normal flow through the ventricular assist device (vad) inflow cannula, interventricular septal shape was flat and contractility was mildly reduced. There was moderate aortic regurgitation with reduced leaflet coaptation. The tricuspid valve annulus measured 3.6 cm (dilated), had poor leaflet coaptation and there was severe tr. The patient requested to be discharged and was seeking a second opinion. The vad remains in use. No further adverse patient effects have been reported as a result of this event.